Manufacturer narrative:
No device will be returned per customer as there was no issues with the alaris devices that contributed to patient death.

Event description:
The customer reported that both devices were in use when the patient expired on (B)(6) between 12 noon to approximately 2:00 pm. It was later stated by clinical engineering and risk manager that the alaris devices were not the cause of the patient's death, as there were no malfunction to any of the devices involved, however; it was determined the cause of death was due to an unspecific drug mixture given to the patient prior to surgery.

Event description:
The customer reported a ¿sentinel event with units¿ and that both devices were in use when the patient expired on (B)(6) between 12 noon to approximately 2:00 pm. It was later stated by clinical engineering and risk manager that the alaris devices were not the cause of the patient's death, as there were no malfunction to any of the devices involved, however; it was determined the cause of death was due to an unspecific drug mixture given to the patient prior to surgery.

Manufacturer narrative:
Concomitant medical products: syringe. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that both devices were in use when the patient expired on 11/6 between 12 noon to approximately 2:00 pm ¿but case was until 16:05pm." Unspecified medication or if devices had anything to do with the event per customer. Although requested there was no other event details or patient information provided.